Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/8/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/24/2015 with the following findings: a review of the pump black box revealed unexplained pump reboots. The battery compartment was found to be cracked on the side at the threads and below the bumper pad. The returned battery cap had stripped threads and was unable to fully attach to the pump. The reboots were duplicated with the returned battery cap. A new test battery cap was able to attach to the pump and was used to complete a 24 hour duration test. No reboots were duplicated during this time. Unrelated to the original complaint, there was corrosion observed in the battery compartment. A leak test failed at the battery compartment leak. The pump cover was removed and there was no further evidence of internal moisture observed. There was no damage to the power circuit found. Additionally, when the pump powered on, the display appeared discolored.